Manufacturer narrative:
Pharmacovigilance comments: the serious events of vascular occlusion and necrosis, and the non-serious events of implant site hypoaesthesia, pain, pallor, discolouration and erythema were considered expected and possibly related to the product. The serious events of cutaneous contour deformity and the non-serious event of livedo reticularis were considered unexpected and possibly related to the product. Possible contributory factors include the injection technique. The case meets criteria for expedited reporting to a regulatory authority. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. MFR. Narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14554. Galdmera laboratories, l.p. (Importer)(registration number 1000118068) is submitting this report on behalf of q-med ab (manufacturer)(registration number 9710154). Exemption number: e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 with additional information received on (B)(6) 2018, from a physician which refers to a (B)(6) year old female patient. The patient had a fitzpatrick skin type I-ii. Medical history included an allergy to compazine. The reporter additionally noted the patient's general health was good. Concomitant treatment included synthroid [levothyroxine sodium]. Previous filler history was not reported. On (B)(6) 2018, the patient received treatment with 0.5 ml of restylane silk (lot 14554) to the infraorbital area beneath the eye with the package needle and using a supraperiosteal technique. On (B)(6) 2018, the patient was moderately numb (implant site hypoaesthesia), and experienced pain (implant site pain), blanching (implant site pallor) and an occlusion of the infraorbital artery (vascular occlusion) under the eye at the right cheek area in the mid-face during the injection. One day later, on (B)(6) 2018, the patient experienced mottled (livedo reticularis) and purple (implant site discolouration) skin at the right cheek area. The patient was injected on 4 separate days from (B)(6) 2018 until (B)(6) 2018 with (B)(4) units of vitrase [hyaluronidase] with improvement. Despite the treatment, on an unknown date, there was a small area of necrosis (implant site necrosis). The reporter additionally stated the area was pink (implant site erythema) with some surface irregularity (cutaneous contour deformity). The area continued to improve, and was re-epithelialized. On (B)(6) 2018, the patient was treated with silicone gel topical and was continuing to use it. Treatment for the adverse event included vitrase injections, silicone gel. The reporting physician assessed the causality as possible for both substance and injection. The reporting physician assessed the events as serious due to the condition necessitating medical intervention. Outcome at the time of the report: numb was recovering/resolving. Mottled and purple was recovering/resolving. Occlusion of infraorbital artery was recovering/resolving. Pain was recovering/resolving. Surface irregularity was not recovered/not resolved. Blanching was recovering/resolving. Necrosis was recovering/resolving. Pink was recovering/resolving. This case was initially assessed as non-serious, however with the additional information received on (B)(6) 2018 the case was upgraded to serious/reportable.